Event description:
The surgeon was removing an infusaport device that had stopped working. When he pulled it only a 2-3" portion of the catheter was attached. A 4" segment of the catheter was found to be in the pt's heart via c-arm. The pt was transferred to the hospital where the remaining catheter was extracted in radiology special procedures successfully.